Event description:
A male consumer reported and event with j&j band-aid brand first aid hurt free non stick pad. The consumer was using the product and every time he cleaned the dressing, the scab came off of the rug burn from his knee. He went into urgent care and had them clean it and trim it. It was confirmed that "scab" was a pre-existing condition. No further information was provided.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A1, a2, a4, a5: patient identifier, age at time of event, weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) j&j band-aid brand first aid hurt free non stick pads 3 x 4 10ct USA 381371161430 381371161430usa 381371161430usa, lot number ni. D4: UDI #: (B)(4), upc # 381371161430, lot number #: ni, exp date: na . D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical code: e2402 refers to consumer "intentional misuse/off-label use" of the product. At this time, this event is being reported with an overabundance of caution. Case assessed as non-serious. Following use of product on a ¿rug burn to knee¿ and ¿scab¿ (interpreted as misuse), the consumer reported that ¿bit of the scab¿ comes off which was interpreted as part of the normal healing process to protect the wound and thus not considered as event. The consumer went into urgent care (interpreted as visit) and ¿had them clean it and trim it¿. Based on information available ¿clean it and trim it¿ interpreted as general wound care. No hospitalization, no significant intervention reported and no other seriousness criteria met so case assessed as non-serious, severity minor, causality related. This event did not result in permanent impairment of a body function or permanent damage to a body structure. Although the consumer sought medical attention at urgent care and ¿had them clean it and trim it¿; this action was not done to preclude permanent impairment of a body function or permanent damage to a body structure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.